Event description:
It was reported that the ilet pump battery fully charged and then depleted within approximately two days, consistent with premature battery discharge associated with the battery component of the energy storage system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem localized to the battery, aligning with premature battery discharge of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.